Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. The patient was placed under general anesthesia on (B)(6) 2024, and underwent a revision surgery to reposition the electrodes.

Manufacturer narrative:
This report is submitted on february 09, 2024.